Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the pump lags by approximately 5 minutes. The customer addressed the issue by successfully adjusting the time. There was no impact to the customer's blood glucose level.